Event description:
It was reported that during second passing of a mmx2cm powerflex balloon, the device was not able to be reinserted through the cook raabe sheath hub. There was difficulty removing the balloon catheter from the sheath and rotating hemostatic valve after initial insertion and inflation. It was tight on removal. Pulling was used to remove the device. The device never recrossed through sheath hub for subsequent use. A new balloon of the same exact size was used to finish the case. There was no patient injury reported. The device will not be returned for analysis. There was no difficulty removing the device from the hoop, removing the protective balloon cover, removing the stylet, or any of the sterile packaging components. There were no kinks/damages noted prior to inserting the product into the patient. The device prepped normally. Visipaque contrast media was utilized with a 50/50 contrast to saline ratio. A bard inflation device was used. The inflation device was used successfully with other devices. The target lesion was the superficial femoral artery (sfa). The target lesion had severe calcification, mild tortuosity, and a rate of 85-90% stenosis. The device did not kink during use. There was no difficulty advancing the device through the vessel or crossing the lesion. The balloon inflated normally on first inflation but never made second inflation. The maximum inflation pressure was 6 atmospheres (atm). The balloon deflated normally.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15685730 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt. The gender of the patient is unknown. Concomitant devices: cooke raabe sheath, visipaque contrast, bard inflation device.

Manufacturer narrative:
Complaint conclusion: as reported, there was difficulty removing a powerflex balloon catheter from a non-cordis sheath and rotating hemostatic valve after initial insertion and inflation. ¿it was tight on removal. Pulling was used to remove the device.¿ the device was not able to be reinserted through the non-cordis sheath hub. The device never recrossed through sheath hub for subsequent use. A new balloon of the same exact size was used to finish the case. There was no patient injury reported. The target lesion was the superficial femoral artery (sfa). The lesion had severe calcification, mild tortuosity, and a rate of 85-90% stenosis. There was no difficulty removing the device from the hoop, removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks/damages noted prior to inserting the product into the patient. The device prepped normally. Visipaque contrast media was utilized with a 50/50 contrast to saline ratio. A bard inflation device was used. The inflation device was used successfully with other devices. The device did not kink during use. There was no difficulty advancing the device through the vessel or crossing the lesion. The balloon inflated normally on first inflation but never made second inflation. The maximum inflation pressure was 6 atmospheres (atm). The balloon deflated normally. The device was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported ¿pta system withdrawal difficulty-through guide/sheath¿ and ¿pta system impeded¿ could not be confirmed and the exact cause could not be determined as the device was not returned for analysis. The exact cause could not be determined. Based on the information available for review, factors contributing to the difficulty experienced by the customer could not be determined. The DHR does not suggest that the reported issue could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken.